Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer did not perform troubleshooting for high or low blood glucose reading. Customer blood glucose ranged from 40 mg/dl- 500 mg/dl. Customer had 150 mg/dl, 80 mg/dl and 70 mg/dl. Customer also had 300 mg/dl. Customer eating more and intake of less insulin caused bad reading of blood glucose. Insulin pump will not be returning for analysis.